Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, an intuitive surgical, inc. (Isi) field service engineer (fse) reported that the customer indicated the system had a repeat recoverable fault 23094. The user turned/the system off and on with no change. Eventually, the surgeon disabled the universal surgical manipulator (usm) 1 and completed the procedure successfully using the same davinci system. After checking the log, the technical support engineer (tse) found arm 1's axis 3 encoder lost the signal, which caused this error. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed, and the reported 23094 error was not confirmed or replicated. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where it was found to be failing the insertion friction tests. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found [add fa results for no product issue no functional issues. The usm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.